Manufacturer narrative:
H6 code has been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (gablofen) 2000 mcg/ml at 424.7mcg/day via an implantable pump. It was reported that on a scheduling pump replacement case, the doctor encountered a little piece of catheter that was unaccounted for in the pump pocket. It appeared to be the outer shell of an ascend catheter roughly .5 cm long. The catheter flowed perfectly and the patient did not experience any adverse effects or symptoms leading up to this procedure. No environmental/external/patient factors may have led or contributed to the issue. Diagnostics/troubleshooting performed included the following: they performed the ¿leak test¿ intra-op during the regularly scheduled pump replacement procedure on (B)(6) 2025. No issues to report on the pump itself. They further stated that no issues to report and no interventions were taken other than the doctor performed a ¿leak test¿ on the pump segment of the catheter and no leaks were observed. The issue resolved at the time of this report. The patient's weight was 54 kg and medical history was asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2014; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-feb-2016, UDI#: (B)(4). H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.